Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the seal was not completed and was indicated all the time. They used another device and it worked fine. There was no patient injury.